Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: one (1) sample and one (1) photo were provided by the customer for investigation. Visual analysis of the returned sample showed a piece of grey foreign matter (fm) between the stopper and the side of the barrel. Foreign matter could be introduced during the manufacturing process by the manufacturing equipment, the plant environment or by an operator. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: a complaint history check was performed and this is the 1st related complaint reported with the defect/condition of foreign matter for lot #8179765 item #309653. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR review did not reveal any defects or issues reported and no quality notifications were issued. Root cause description: foreign matter could be introduced during the manufacturing process by the manufacturing equipment, the plant environment or by an operator. Rationale: bd acknowledges that the returned sample had foreign matter on the barrel and in the package; however, as this one (1) occurrence would not exceed the acceptable quality limit (aql) of ¿foreign matter ¿ non-fluid path particles > 1/32 in = 1.00% aql¿ for the batch no corrective or preventative actions are proposed in the scope of this complaint.

Event description:
It was reported that bd¿ syringe with bd luer-lok¿ tip had foreign matter in the stopper. The following information was provided by the initial reporter: foreign material in the stopper.